Manufacturer narrative:
The insulin pump was received with currents within specification. The insulin pump passed self-test and unexpected restart error alarm test. No unexpected restart alarm. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratched lcd window, cracked near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart during normal use. The customer's blood glucose reading was 85 mg/dl at the time of incident. Troubleshooting explained alarm to customer. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.